Manufacturer narrative:
(B)(4).

Event description:
It was reported that doctor attempted to place the implant (nint510) and the driver got stuck during the placement. It was also reported that the doctor placed another implant in same day.

Manufacturer narrative:
One certain driver tip and one nanotite tapered implant were returned for inspection with a cover screw. The implant drive feature contained a small amount of wear and debris. The devices show signs of wear consistent with use. Functional testing revealed that the devices assembled and disengaged with one another. Additionally, the driver tip functioned as normal with a house implant, and the returned implant functioned as normal with a house driver. The complaint is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint was unconfirmed during inspection. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.